Event description:
This ra lead was implanted on (B)(6) 2008 and was explanted on 04/10/2018. A product experience report was received on (B)(6) 2018 stating that this lead exhibited high pacing thresholds. It was also noted there is a damamge on the insulation of the lead. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).